Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base between the grips. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove. This additional observation is unrelated. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument was connected to a ft10 generator when the issue occurred. The instrument did not collide with any energy instrument. There was no arcing observed during the procedure.